Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module as video image failure(black out). Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the operation channel leak, the insertion flexible tube (ift) fluid damage, the control body fluid damage, the control body corroded, the remote control button cut, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the suction channel kink, the electrical connector fluid damage, the lg cable connector fluid damage, the lg cable connector corroded, and the shield cover corroded. However; they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.